Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient presented with pain on (B)(6) 2024 and it was determined the trochanteric fixation nail (tfn) was broken at the insertion of the femoral neck screw was broken. It was noted the patient did not sustain a secondary fall. The tfn was originally implanted in mehran, italy on (B)(6) 2024. Post-operative care was taken over in germany on (B)(6) 2024 and patient was discharged on (B)(6) 2024. A revision surgery occurred on (B)(6) 2024 and the tfn was replaced with a long tfn. During manufacturer's preliminary investigation of the returned devices on september 4, 2024 it was discovered that the 5.0mm ti locking screw was stripped. This report is for 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail-ster. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the middle and end threads were stripped and damaged. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces while manipulation, most likely with other tools or hard edges. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lockscr ø5 l34 f/nails tan light green would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.005.524, lot number: 656p455, manufacturing site: mezzovico, release to warehouse date: 11 feb 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.